Event description:
It was reported that the handpiece leaked an oil-like substance. At this time, it is unk if there was pt involvement or adverse consequences associated with this event. The account could not provide any other information on the event.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.